Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support developed a hematoma near the right access site. The patient was taken to the operation room for a washout and remains on support.

Manufacturer narrative:
D.6b explant date was added. The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.